Event description:
A customer reported the equipment did not complete the prime and they noticed a burning smell prior to a vitrectomy procedure. The procedure was cancelled after the patient had received peribulbar anesthesia. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).